Event description:
It was reported that due to recurring incontinence and no fluid in balloon the patient had his artificial urinary sphincter (aus) removed and replaced. The balloon fluid loss was discovered by the physician via an ultrasound. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. It was noted that the patient status was stable with no complications. Additional information was receive that the explanted device was previously implanted on 24aug2018.

Manufacturer narrative:
Analysis results: returned product consisted of an ams800 pressure regulating balloon, occlusive cuff and control pump. The ams800 device was visually and microscopically examined. There was a leak in the balloon kink resistant tubing (krt) that is consistent with fatigue. The pump and balloon were not functionally tested due to the leak in the tubing. The occlusive cuff performed within specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported fluid leak. Correction to device evaluated by MFR, and adverse event problem: updated to include device analysis.

Event description:
It was reported that due to recurring incontinence and no fluid in balloon the patient had his artificial urinary sphincter (aus) removed and replaced. The balloon fluid loss was discovered by the physician via an ultrasound. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. It was noted that the patient status was stable with no complications.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to recurring incontinence and no fluid in balloon the patient had his artificial urinary sphincter (aus) removed and replaced. The balloon fluid loss was discovered by the physician via an ultrasound. The aus was explanted and a new device consisting of a 4.0 cm cuff, pump and balloon were implanted. It was noted that the patient status was stable with no complications.